Event description:
This report was received from global pharmacovigilance. This is a spontaneous report by a baxter employed nurse from (B)(6) of peritonitis coincident with dianeal pd2 ultrabag therapy. On an unreported date, the patient began treatment with dianeal pd2 ultrabag (dose and frequency not reported) intraperitoneally (ip) for peritoneal dialysis (pd). On (B)(6) 2011, the patient experienced peritonitis. The cause of the peritonitis was unknown and it was unknown if the patient was hospitalized. On (B)(6) 2011, the patient began remedial therapy with fortum (1 gm, ip) and vancomycin (1 gm, ip). The outcome of the peritonitis was unknown. The action taken with dianeal pd2 ultrabag therapy was not reported. The nurse did not provide an assessment of causality.

Manufacturer narrative:
(B)(4). The root cause is undetermined. The device involved in the incident was unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510(k) number will not be provided in the emdr as the product code and lot number are unknown. Baxter has received similar reports for the reported problem. The root cause investigation is in progress.